Event description:
During the deployment of a flex main body graft in 2008 as the physician was releasing the proximal triggerwire, it was difficult to release and needed more than the usual effort to release it. After it came loose, the inner cannula was kinked in a 90 degree angle. The procedure was converted an open procedure, the flex main body removed, and the pt is doing fine. Patient is fine.

Manufacturer narrative:
Event eval - still under investigation.